Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A dreamstation bipap pro device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient injury or harm. No medical intervention was required for the patient. During the evaluation of the device, the service center visually inspected the device and found evidence of visible foam particles. The device was scrapped.